Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella. Product damage (catheter kink): the cause of product damage cannot be determined since insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with an arch replacement, when attempted to insert a impella cp via the femoral artery the impella bent at the graft and could not be advanced. Insertion was abandoned.